Manufacturer narrative:
It was reported that the device will be returned for investigation. To date the device has not been received. A follow up report will be submitted with further info. (B)(4).

Event description:
On (B)(6) 2011, it was reported to arthrocare that a pt underwent an arthroscopic rotator cuff repair procedure using an opus speedscrew 5.5 implant. Allegedly the implant snapped in half upon tensioning. The surgeon reverted from an arthroscopic method to a mini-open procedure to complete the surgery. All broken pieces from the implant were reported as removed from the surgical site. The surgery was completed with a non arthrocare device. Reportedly there was no adverse effect to the pt or pt injury.